Event description:
It was reported that the zimmer mesh graft ii was not working properly. Add'l info received on 01/25/2010. The doctor was not able to harvest a usable graft, therefore, an add'l graft needed to be harvested.

Manufacturer narrative:
Device was not returned to MFR for eval at the time of this report. If the device is returned to the MFR, a f/u medwatch will be submitted once the investigation is completed.